Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mastoidectomy surgery, it was observed that the surgeon did not think the compressor was coming on, on the console device. According to the report, the surgeon did not think the compressor was coming on because it sounded different. There were no delays to the surgical procedure. The surgery was completed successfully with the actual device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. However, the reporter stated that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.